Manufacturer narrative:
Analysis of the 8578 catheter revealed an indent in the seal and occlusion of the sutureless connector (sc). Under microscope inspection an indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The indent area is located completely in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded and would explain more volume than expected remaining in the pump. Another thing of note is the gap between both retaining ring fingers and the titanium housing. This indicates the retaining ring itself has become slightly deformed in shape which can be an indication the sc connector may possibly have been misaligned when attached to the pump¿s outlet port. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that there was a volume discrepancy. There was more drug withdrawn from the pump than expected. At the pump replacement 2012-(B)(6) the surgeon was unable to aspirate the catheter. A new pump was implanted and the patient was closed. The patient would be brought back a few weeks later to replace the catheter. There were no symptoms reported related to this event. The device system was used to deliver morphine, bupivacaine, and baclofen. Refer to manufacturer's report 3004209178-2012-02201 for information regarding the second surgery to replace the catheter.